Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), facial paralysis ("autoimmune disorder type of disorder: bells palsy"), myasthenia gravis ("autoimmune disorder type of disorder: myasthenia gravis") and mental impairment ("neurological conditions type: not thinking clearly") in a 30-year-old female patient who had essure (batch no. 12280978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, kidney stones, perforated eardrum, chronic rhinitis and lithotripsy. Previously administered products included for an unreported indication: nadolol from (B)(6) 2013, relpax from (B)(6) 2013, prenatal vitamins from 2010 to 2012 and fluticasone nasal spray. Concurrent conditions included obesity, gestational diabetes, loss of memory, acne, excessive thirst, nervousness, loss of energy, loss of libido, insomnia, night sweats, vaginal dryness, metrorrhagia and dysfunctional uterine bleeding. Concomitant products included ibuprofen since 2013 and oxycodone hydrochloride;paracetamol (endocet). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("gastrointestinal or digestive system condition type: hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings (happy, sad, mad)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), crying ("psychological or psychiatric problems condition: crying episodes"), rash ("constant rashes on back, hands, feet and stomach"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), back pain ("lower back pain") and anxiety ("psychological or psychiatric problems condition: anxiety"). In 2014, the patient experienced facial paralysis (seriousness criterion medically significant), myasthenia gravis (seriousness criterion medically significant), tooth loss ("dental problems teeth have fallen out."), feeling abnormal ("neurological conditions type: cloudy mind"), impaired work ability ("neurological conditions type: not being able to finish tasks"), mental impairment (seriousness criterion medically significant), ageusia ("loss sense of taste"), vision blurred ("vision/eye problems type: vision blurry"), eyelid ptosis ("vision/eye problems type: one eye drooping"), diplopia ("vision/eye problems type: double vision"), visual field defect ("vision/eye problems type: loss of left eye peripheral vision") and tooth fracture ("dental problems cracked teeth") and underwent endodontic procedure ("dental problems root canal"). On (B)(6) 2017, the patient underwent endometriosis ablation ("surgery type of surgery: fulguration of endometriosis") and adhesiolysis ("surgery type of surgery: lysis of adhesions") and was found to have cystoscopy ("surgery type of surgery: intraoperative cystoscopy"), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pruritus generalised ("constant itching of the entire body") and eye pain ("pain in the eye"). The patient was treated with insulin and surgery (hysterectomy with bilateral salpingectomy, fulguration of endometriosis and lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and back pain had resolved, the mood swings, urinary tract infection, crying, rash, migraine, headache, nausea, tooth loss, allergy to metals, dysmenorrhoea, endometriosis ablation, adhesiolysis, vision blurred, eyelid ptosis, diplopia, visual field defect, weight increased, fatigue, abdominal distension, alopecia, anxiety, tooth fracture, endodontic procedure, cystoscopy, pruritus generalised and eye pain outcome was unknown and the facial paralysis, myasthenia gravis, feeling abnormal, impaired work ability, mental impairment and ageusia was resolving. The reporter considered abdominal distension, adhesiolysis, ageusia, allergy to metals, alopecia, anxiety, back pain, crying, cystoscopy, diplopia, dysmenorrhoea, dyspareunia, endodontic procedure, endometriosis ablation, eye pain, eyelid ptosis, facial paralysis, fatigue, feeling abnormal, headache, impaired work ability, menorrhagia, mental impairment, migraine, mood swings, myasthenia gravis, nausea, pelvic pain, pruritus generalised, rash, tooth fracture, tooth loss, urinary tract infection, vaginal haemorrhage, vision blurred, visual field defect and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, essure implant removed surgically. Need for additional surgery. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: myasthenia gravis, dysmenorrhea, menorrhagia, headaches, pelvic pain, weight gain, bloating, crying, hair loss, pruritis, rash. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received: lot number added. Events: mood swings, vaginal hemorrhage, menorrhagia, uti, crying, bells palsy, myasthenia gravis, rash, migraines, headaches, nausea, brain fog, nickel allergy, dysmenorrhea, endometriosis, adhesions, dyspareunia, vision blurry, eye pain, pruritus, cystoscopy, root canal procedure, tooth fracture, visual field defect, double vision, eyelid ptosis, mental impairment, inability to work, weight gain, fatigue, bloating, hair loss, anxiety, tooth loss, back pain were added. Event onset date and outcome were added. Reporters were added. Reporter causality comments were added. Concomitant and historical drugs were added. Concomitant conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), facial paralysis ('autoimmune disorder type of disorder: bells palsy'), myasthenia gravis ('autoimmune disorder type of disorder: myasthenia gravis') and mental impairment ('neurological conditions type: not thinking clearly') in a 30-year-old female patient who had essure (batch no. 12280978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, kidney stones, perforated eardrum, chronic rhinitis and lithotripsy. On (B)(6) 2013 essure confirmation test should everything was occluded and tubes blocked. Previously administered products included for prevent pregnancy: ortho tricyclen from 2005 to 2012 and depo provera; for an unreported indication: relpax from (B)(6) 2013 to (B)(6) 2013, nadolol from (B)(6) 2013 to (B)(6) 2013, prenatal vitamins from 2010 to 2012 and fluticasone nasal spray. Concurrent conditions included obesity, gestational diabetes, loss of memory, acne, excessive thirst, nervousness, loss of energy, loss of libido, insomnia, night sweats, vaginal dryness, metrorrhagia and dysfunctional uterine bleeding. Concomitant products included ethinylestradiol; ferrous fumarate; norethisterone (generess fe)(B)(6) 2013 to (B)(6) 2013, ibuprofen since 2013 and oxycodone hydrochloride; paracetamol (endocet). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("gastrointestinal or digestive system condition type: hair loss") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings (happy, sad, mad)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), crying ("psychological or psychiatric problems condition: crying episodes"), rash ("rashes or skin conditions - type: constant rashes on back, hands, feet and stomach"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), back pain ("lower back pain") and anxiety ("psychological or psychiatric problems condition: anxiety"). In 2014, the patient experienced facial paralysis (seriousness criterion medically significant), myasthenia gravis (seriousness criterion medically significant), tooth loss ("dental problems teeth have fallen out."), feeling abnormal ("neurological conditions type: cloudy mind"), impaired work ability ("neurological conditions type: not being able to finish tasks"), mental impairment (seriousness criterion medically significant), ageusia ("neurological conditions or problems type: loss sense of taste"), vision blurred ("vision/eye problems type: vision blurry"), eyelid ptosis ("vision/eye problems type: one eye drooping"), diplopia ("vision/eye problems type: double vision"), visual field defect ("vision/eye problems type: loss of left eye peripheral vision") and tooth fracture ("dental problems cracked teeth") and underwent endodontic procedure ("dental problems root canal"). On (B)(6) 2017, the patient underwent endometriosis ablation ("surgery type of surgery: fulguration of endometriosis") and adhesiolysis ("surgery type of surgery: lysis of adhesions") and was found to have cystoscopy ("surgery type of surgery: intraoperative cystoscopy"), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced pruritus generalised ("constant itching of the entire body") and eye pain ("pain in the eye"). The patient was treated with insulin and surgery (hysterectomy with bilateral salpingectomy, fulguration of endometriosis and lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and back pain had resolved, the mood swings, urinary tract infection, crying, rash, migraine, headache, nausea, tooth loss, allergy to metals, dysmenorrhoea, endometriosis ablation, adhesiolysis, vision blurred, eyelid ptosis, diplopia, visual field defect, weight increased, fatigue, abdominal distension, alopecia, anxiety, tooth fracture, endodontic procedure, cystoscopy, pruritus generalised and eye pain outcome was unknown and the facial paralysis, myasthenia gravis, feeling abnormal, impaired work ability, mental impairment and ageusia was resolving. The reporter considered abdominal distension, adhesiolysis, ageusia, allergy to metals, alopecia, anxiety, back pain, crying, cystoscopy, diplopia, dysmenorrhoea, dyspareunia, endodontic procedure, endometriosis ablation, eye pain, eyelid ptosis, facial paralysis, fatigue, feeling abnormal, headache, impaired work ability, menorrhagia, mental impairment, migraine, mood swings, myasthenia gravis, nausea, pelvic pain, pruritus generalised, rash, tooth fracture, tooth loss, urinary tract infection, vaginal haemorrhage, vision blurred, visual field defect and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, essure implant removed surgically. Need for additional surgery. Current weight: 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: myasthenia gravis, dysmenorrhea, menorrhagia, headaches, pelvic pain, weight gain, bloating, crying, hair loss, pruritis, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), facial paralysis ('autoimmune disorder type of disorder: bells palsy'), myasthenia gravis ('autoimmune disorder type of disorder: myasthenia gravis') and mental impairment ('neurological conditions type: not thinking clearly') in a 30-year-old female patient who had essure (batch no. 12280978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, kidney stones, perforated eardrum, chronic rhinitis and lithotripsy. On (B)(6)2013 essure confirmation test should everything was occluded and tubes blocked. Previously administered products included for prevent pregnancy: ortho tricyclen from 2005 to 2012 and depo provera; for an unreported indication: relpax from (B)(6)2013 to (B)(6)2013, nadolol from (B)(6)2013 to (B)(6)2013, prenatal vitamins from 2010 to 2012 and fluticasone nasal spray. Concurrent conditions included obesity, gestational diabetes, loss of memory, acne, excessive thirst, nervousness, loss of energy, loss of libido, insomnia, night sweats, vaginal dryness, metrorrhagia and dysfunctional uterine bleeding. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone (generess fe)(B)(6)2013 to (B)(6)2013, ibuprofen since 2013 and oxycodone hydrochloride;paracetamol (endocet). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and alopecia ("gastrointestinal or digestive system condition type: hair loss") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings (happy, sad, mad)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), crying ("psychological or psychiatric problems condition: crying episodes"), rash ("rashes or skin conditions - type: constant rashes on back, hands, feet and stomach"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe pain during menstrual cycle"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), back pain ("lower back pain") and anxiety ("psychological or psychiatric problems condition: anxiety"). In 2014, the patient experienced facial paralysis (seriousness criterion medically significant), myasthenia gravis (seriousness criterion medically significant), tooth loss ("dental problems teeth have fallen out."), feeling abnormal ("neurological conditions type: cloudy mind"), impaired work ability ("neurological conditions type: not being able to finish tasks"), mental impairment (seriousness criterion medically significant), ageusia ("neurological conditions or problems type: loss sense of taste"), vision blurred ("vision/eye problems type: vision blurry/ trouble with vision/ cant't see straight"), eyelid ptosis ("vision/eye problems type: one eye drooping"), diplopia ("vision/eye problems type: double vision / dizzy one eye closes on its own"), visual field defect ("vision/eye problems type: loss of left eye peripheral vision") and tooth fracture ("dental problems cracked teeth") and underwent endodontic procedure ("dental problems root canal"). On (B)(6)2017, the patient underwent endometriosis ablation ("surgery type of surgery: fulguration of endometriosis") and adhesiolysis ("surgery type of surgery: lysis of adhesions") and was found to have cystoscopy ("surgery type of surgery: intraoperative cystoscopy"), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced pruritus generalised ("constant itching of the entire body"), eye pain ("pain in the eye"), dyschezia ("severe pain when tried restroom for bowel movement.") And confusional state ("confusion / feeling lost"). The patient was treated with insulin and surgery (hysterectomy with bilateral salpingectomy, fulguration of endometriosis and lysis of adhesions). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and back pain had resolved, the facial paralysis, myasthenia gravis, feeling abnormal, impaired work ability, mental impairment and ageusia was resolving and the mood swings, urinary tract infection, crying, rash, migraine, headache, nausea, tooth loss, allergy to metals, dysmenorrhoea, endometriosis ablation, adhesiolysis, vision blurred, eyelid ptosis, diplopia, visual field defect, weight increased, fatigue, abdominal distension, alopecia, anxiety, tooth fracture, endodontic procedure, cystoscopy, pruritus generalised, eye pain, dyschezia and confusional state outcome was unknown. The reporter considered abdominal distension, adhesiolysis, ageusia, allergy to metals, alopecia, anxiety, back pain, confusional state, crying, cystoscopy, diplopia, dyschezia, dysmenorrhoea, dyspareunia, endodontic procedure, endometriosis ablation, eye pain, eyelid ptosis, facial paralysis, fatigue, feeling abnormal, headache, impaired work ability, menorrhagia, mental impairment, migraine, mood swings, myasthenia gravis, nausea, pelvic pain, pruritus generalised, rash, tooth fracture, tooth loss, urinary tract infection, vaginal haemorrhage, vision blurred, visual field defect and weight increased to be related to essure. The reporter commented: on (B)(6)2017, essure implant removed surgically. Need for additional surgery current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: myasthenia gravis, dysmenorrhea, menorrhagia, headaches, pelvic pain, weight gain, bloating, crying, hair loss, pruritis, rash. Concerning the injuries reported in this case, the following ones were described in patient¿s social media :pain during bowel movement, confusion, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received : reporter information was added. New events" severe pain when tried restroom for bowel movement, confusion," were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgically removed essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: on (B)(6) 2017, essure implant removed surgically. Need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.